Event description:
It was reported that customer's insulin pump alarmed no delivery during a bolus delivery. Customer's blood glucose was 210 mg/dl. Insulin exited during a fixed prime. Customer was advised the alarm may have been caused by a bent cannula or some site occlusion. Customer stated the cannula was not bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).